Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of "810:15 fc x 2 as user tried to start infusion". This condition had the potential to interrupt delivery. This condition was found in the biomed department. It is unknown when this event occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The customer's reported condition of a colleague infusion pump with failure code 810:15 was confirmed but not reproduced during product evaluation. This condition was caused by a faulty pump module air in line (ail) printed circuit board (pcb) on channel a. The pump module was replaced to correct this condition. A service history review was performed revealing this pump has never previously been sent to baxter for service and therefore, the reported condition is not related to any previous reported problem. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. This involved a colleague infusion pump with a user interface module master software version 7:01:00.